Event description:
During loop electrosurgical excision procedure (leep) equipment failed to continue cutting and cauterizing after initial incision. Procedure completed by sharp / cold dissection with scissors resulting in injury to the pt.